Manufacturer narrative:
One used device and one syringe were received for investigation. The samples were visually inspected and no discrepancies were found. Functional testing was performed and the safety mechanism of the device was able to be activated. A manufacturing review was performed and no discrepancies were found in the tested samples. As the complaint could not be confirmed, no root cause could be determined.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle stick prevention mechanism of a deltec® gripper plus® safety needle did not work, and the needle could not be stowed in the product. Another needle was used. No injury was reported.